Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rapid decrease in battery longevity and was at 13 percent remaining. It was noted that the patient has only received one shock from the device. Engineering reviewed the device's memory and confirmed that the s-ICD was depleting earlier than expected. Engineering recommended device replacement. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical and functional tests were conducted and no issues with device performance were observed. Sensing and shocking functions of the device were verified. A review of the device memory noted no resets, errors or fault codes. The battery status was noted to be at one percent. The case was opened and the battery was removed. An external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filed because the device was returned and analyzed.